Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy, two multifix s-ultra failed. The anchor pulled out after implantation; the anchor was not really sitting in place after implantation. The procedure was completed with non-significant delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual evaluation showed the device wasn't received in any original packaging. The anchor and sutures were not returned. No deficiencies were found. The returned device is a single-use device and could not be functional tested. Basic functions deployment knob is locked. The end cap and the rod can be continuously rotated in both directions. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the information provided, a procedural vs user error cannot be ruled out as the likely cause of the reported adverse event. According to the report, the patient was able to complete the procedure with a new bone hole with a non-significant delay using a s+n back-up device. The impact was the additional bone hole and the non-significant surgical delay. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the anchor of the multifix s-ultra pulled out after implantation; the anchor was not really sitting in place after implantation. The procedure was completed with a non-significant delay using a s+n back up device in a new drill bone hole. No further complications were reported.

Manufacturer narrative:
H2: additional information on h6 (health effect - clinical code and health effect - impact code).